Event description:
It was reported that additional review of the log files revealed no external power events were captured on (B)(6) 2022 and (B)(6) 2023 due to a loss of power to the mobile power unit (mpu). Additional information was provided that the cause of the no external power alarms while connected to the mpu was unknown, it was not unknown if the ac power cord of the mpu had a v-lock connector, and that the mpu was not to be returned for analysis as it has been recycled.

Manufacturer narrative:
E1: reporter email not available. Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 165 days ((B)(6) 2022 ¿ (B)(6) 2023 per timestamp). No external power alarms were active on (B)(6) 2022 at 18:22:25 ¿ 18:22:26 and on (B)(6) 2023 at 13:58:03. The alarms occurred while connected to the mpu and appears to have been caused by a loss of a/c power. The backup battery provided power to the system during this event. The alarm cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms active in the log file. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6)) and mpu passed all manufacturing and qa specifications. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.